Event description:
It was reported that during passage of the iab through the introducer sheath, resistance was met, and the iab became stuck in the sheath. Both the iab and the sheath were removed and replaced. There were no patient complications.